Event description:
The end-user was walking to the kitchen table, when she got there she pulled the rollator behind her as she stepped up to the table and the left front wheel fell off. She fell to one side. She landed on the kitchen floor and she broke her right shoulder. She was bruised on the right side. She went to the emergency room and was admitted to the hospital. She was in the hospital until may 30th then they sent her to a nursing home where she is still at.

Event description:
Updated serial number: (B)(6).